Event description:
Devices broke during use. Surgeon states that due to this failure, the pt had to have a total esophagectomy rather than a partial one. Diagnosis or reason for use: gastroesophageal junction carcinoma.